Event description:
It was reported that during interrogation of the device an electrical reset was found. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted with one por for write to locked ram, addr equal to 1a58, data equals d7 on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012.